Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had loss of therapy. The representative reported the impedances were good, between ¿600-900.¿ the patient had a back surgery, which was unrelated to the ins system, on (B)(6) 2016 and since then, when he turns on the stimulator he will get stimulation for an hour or so and then it will be gone, even if the patient attempts to turn stimulation up he won¿t feel it. The fading away of stimulation after an hour has been occurring since this surgery was done. The patient doesn¿t know if his patient programmer shows the ins is on or off at this time. The patient did note he can turn stimulation off and back on and the same thing will happen again. It happens every time he uses stimulation. It was unknown if cautery guidelines were followed at the surgery. An x-ray was performed and it showed that everything was okay. Potential tissue damage if there was current induction through cautery was reviewed. The patient mentioned that before spine surgery he could change positions and he would feel a difference in the stimulation sensation, but now he doesn¿t feel changes in stimulation with position changes. The x-ray looked good in terms of lead positioning. When the patient is feeling stimulation, it is in the same area as he has usually felt it. The patient was programmed to 1v, 60hz, so the patient was feeling stimulation at a very low amplitude. The healthcare provider was considering changing out the ins or other component but they were going to see how the patient does. The representative was going to have the patient call when he loses stimulation so they can check the stimulation status. No further complications were reported/anticipated. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that they followed up with the patient over the phone on (B)(4)2017. It was noted that the patient turned their stimulation on at 0.9v. An hour and a half later, the patient stated that their stimulation faded, but they could still feel it. The patient turned the stimulation up to comfort. Two hours later, the patient stated that the same thing happened again, so they turned it up to comfort again. No further interventions or plans are known at this time. The rep stated they will follow-up when they have more information available. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the neurostimulator (ins) started turning itself off. The patient reported that the reprogramming was to try different settings that didn't help. The patient reported that ¿everything went haywire with the device after the surgery and the settings didn't help.¿ the patient reported that prior to the surgery the patient was charging the ins about every like 2 weeks or something like that. The patient reported that after the surgery, he was in the hospital for a month and was still charging and using the stimulation. The patient reported that they were sating that they didn't understand why it was doing that (shutting itself off). The patient reported that ¿she was saying the patient should watch it for awhile, she (a manufacturer¿s representative (rep)) called him a couple of days and then told the patient to call the manufacturer to see if the manufacturer could get it straightened out because at this point she wasn't sure what it was.¿ the patient stated ¿I guess they wanted me to watch it for a while to see what was going to happen because what they were saying was that they believed maybe, sometimes when it's doing that, that it could be a defect with the unit itself¿ or if it was time to replace the battery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the neurostimulator (ins) started turning itself off. The patient reported that the reprogramming was to try different settings that didn't help. The patient reported that ¿everything went haywire with the device after the surgery and the settings didn't help.¿ the patient reported that prior to the surgery the patient was charging the ins about every like 2 weeks or something like that. The patient reported that after the surgery, he was in the hospital for a month and was still charging and using the stimulation. The patient reported that they were sating that they didn't understand why it was doing that (shutting itself off). The patient reported that ¿she was saying the patient should watch it for awhile, she (a manufacturer¿s representative (rep)) called him a couple of days and then told the patient to call the manufacturer to see if the manufacturer could get it straightened out because at this point she wasn't sure what it was.¿ the patient stated ¿I guess they wanted me to watch it for a while to see what was going to happen because what they were saying was that they believed maybe, sometimes when its doing that, that it could be a defect with the unit itself¿ or if it was time to replace the battery. No further complications were reported.